Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100046 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User stated that they used 3 ff kits and all had positive result, then got a pcr test and result was negative. Requesting 3 replacement kits because of false positives.